Manufacturer narrative:
An abbott field service engineer arrived at the customer site and during the performance of diagnostic liquid level sense testing, the rv24 location failed. The fse proceeded to replace the sample antenna board. The diagnostic liquid level sense was then repeated and passed, along with all daily maintenance procedures. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) contains information to address the customer's current issue. Based upon the available information, no product deficiency was identified during this product evaluation.

Event description:
An abbott field service engineer (fse) arriving at the customer site to troubleshoot the customer's liquid level sense issue was told by the customer that they noticed a burning smell coming from the architect i2000 analyzer. The fse noticed evidence of a possible fire by the burn marks seen on the liquid level sense antenna board. No injuries were reported and there was no further damage noted to the analyzer or the surrounding lab environment. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no consequences or impact to patient (B)(4). Device problem: burn of device or device component (B)(4). (B)(6).